Event description:
A customer contacted baxter to report that he woke up while performing therapy with the homechoice (hc) machine. The home pt (hp) got up to use the restroom and felt a heaviness/fullness in his abdomen. After relieving his bladder, he still felt fullness as if he was "going to explode" and he noticed a bulge in his abdomen. The hp went to the dialysis center and explained to his nurse that the last volume infused was 1800 ml but he drained 2959 ml. The hp reported that when he had his peritoneal dialysis (pd) catheter placed, he had the doctor check him for a hernia and none was found. This was in 2008. After the drain volume of 2959 ml, the hp was diagnosed with a hernia and had surgery to repair that hernia three months later. The hp believes being overfilled with solution caused the hernia. The hp reported on the night of the overfill, he was using one 1.5% dianeal solution bag on the supply line and one 2.5% dianeal solution bag on the heater bag. The hp clarified that hc serial number is the machine he has been using since starting dialysis therapy at home. He received that serial number from his clinic in original month. Two months later (date of the overfill/hernia) the minimum drain percentage of the hc machine was set at 80%. The hp has since been told by his nurse that the minimum drain volume percentage being too low caused the overfill. His minimum drain percentage has been increased to 95% and therapy is now going well. He did not perform therapy for 2 days after surgery per instructions from his nurse. He then started back on pd therapy with a fill volume of 1200 ml while healing. The following month, his fill volume was raised to 1500 ml. The hp stated he is working his way back up to the fill volume of 1800 ml. Therapy is now going well and he believes the new minimum drain volume percentage has resolved the issue. He did not wish to return his homechoice machine to baxter for evaluation.